Event description:
Related manufacturer reference number:  1627487-2022-02031. It was reported the patient lost effective coverage due to both leads migrating. Surgical intervention took place wherein both leads were explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.